Event description:
Additional information indicates the leads were not replaced and the impedances resolved with the replacement of the ipg. This device is no longer considered reportable.

Manufacturer narrative:
Correction: the impedances resolved with the replacement of the ipg. This device is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:(B)(4). It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on both leads. As a result, surgical intervention may be undertaken in the future.